Event description:
It was reported that "rn noticed small drips of blood on patient sheet, then noticed clear fluid leaking out of thick portion (1-2 cm above the valve attachment spot) of white lumen. The line had a split or crack in it. This patient has had same line repaired multiple times. Took a long time to figure out what repair kit was correct." No other information was provided. Two devices were returned. This report addresses the first device..

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged infusion sets was confirmed; however, the root cause was not identified. The product returned for evaluation was two powerloc max safety infusion sets. The first sample (sample 1) was a 20ga x 0.75¿ infusion set without y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the luer/tubing joint. The second sample (sample 2) was one infusion set luer adapter. A break was observed just distal of the luer/tubing joint and the rest of the device was not returned for evaluation. Several accessories were attached to the luer threads. Microscopic inspection of both the break and split revealed granular fracture surface. Beach markings were observed throughout. Material discoloration and buckling were observed in the vicinities of the break and split. The fracture features were consistent with material fatigue failure due to repetitive stress, including torsional (twisting) stress. The location of the damage suggested that device securement, access/de-access and maintenance may have contributed. While it appeared that repetitive stress contributed, it appeared that an additional unidentified factor(s) likely contributed. Consequently this complaint is confirmed as 'cause unknown' at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "rn noticed small drips of blood on patient sheet, then noticed clear fluid leaking out of thick portion (1-2 cm above the valve attachment spot) of white lumen. The line had a split or crack in it. This patient has had same line repaired multiple times. Took a long time to figure out what repair kit was correct." No other information was provided. Two devices were returned. This report addresses the first device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged infusion sets was confirmed; however, the root cause was not identified. The product returned for evaluation was two powerloc max safety infusion sets. The first sample (sample 1) was a 20ga x 0.75¿ infusion set without y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the luer/tubing joint. The second sample (sample 2) was one infusion set luer adapter. A break was observed just distal of the luer/tubing joint and the rest of the device was not returned for evaluation. Several accessories were attached to the luer threads. Microscopic inspection of both the break and split revealed granular fracture surface. Beach markings were observed throughout. Material discoloration and buckling were observed in the vicinities of the break and split. The fracture features were consistent with material fatigue failure due to repetitive stress, including torsional (twisting) stress. The location of the damage suggested that device securement, access/de-access and maintenance may have contributed. While it appeared that repetitive stress contributed, it appeared that an additional unidentified factor(s) likely contributed. Consequently this complaint is confirmed as 'cause unknown' at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "rn noticed small drips of blood on patient sheet, then noticed clear fluid leaking out of thick portion (1-2 cm above the valve attachment spot) of white lumen. The line had a split or crack in it. This patient has had same line repaired multiple times. Took a long time to figure out what repair kit was correct." No other information was provided.